Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when "the staples were not deployed at the first firing" if the device delivered a cut line?

Event description:
It was reported that during an open gastrectomy, the staples were not deployed at the first firing. The device was used on duodenum. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: can you please clarify, when "the staples were not deployed at the first firing" if the device delivered a cut line? No information.